Manufacturer narrative:
Event date: the exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. The procedure was done under local anesthesia. Approximately five months after the spaceoar implantation, the patient underwent colonoscopy as a postoperative follow-up and a rectal perforation was confirmed. The patient condition was monitored and there were no symptoms at that time. The patient went to the hospital due to abdominal pain and fever. A computed tomography scan showed that there was air space at the spacer placement. The patient was under observation and the rectal perforation was treated with artificial anus construction. The patient received external beam radiation therapy (ebrt) with sbrt (40 gy/5fr) and volumetric-modulated arc therapy (vmat).

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. The procedure was done under local anesthesia. A pelvic abscess was observed in early december per contrast-enhanced computed tomography (CT). Approximately five months after spaceoar implantation, the patient underwent colonoscopy as a postoperative follow-up and a rectal perforation was confirmed. The patient was monitored and there were no symptoms at that time. The patient went to the hospital due to pain and fever. A computed tomography (CT) scan showed that there was air space at the spacer placement. The patient was under observation and the rectal perforation was treated with artificial anus construction. The patient received external beam radiation therapy (ebrt) with sbrt (40 gy with 5 fractions) and volumetric-modulated arc therapy (vmat). Additional information received on december 27, 2022 a colostomy was created to eliminate fecal traffic and accumulation at the perforation site and the patient was monitored, but the perforation did not improve, and the area of inflammation increased. After that, urine was excreted from the rectum, and when checked, vesicourethral congestion was confirmed, additionally, a pelvic abscess was observed. The patient is currently under observation with antibiotics. It was confirmed that the patient had a rectovesical fistula.

Manufacturer narrative:
Additional information blocks a2, b1, b5, b7, e1, h6 and h10 have been updated based on additional information received december 27, 2022. Block b3: the exact date of the event is unknown. The provided event date, 01jun2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 16jun2022. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: clinical code e2114 captures the reportable event of perforation. Clinical code e172001 captures the reportable event of abscess. Clinical code e2314 captures the reportable event of fistula.